Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements which resulted in a lead safety switch. This has been gradually trending down over the past year. Oversensing of noise and pacing inhibition greater than 2 seconds were also observed. This patient is pacing dependent and was symptomatic during a sensing test. According to medical records, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.